Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular lead threshold went up after implant and has continued to rise. The lead was also not capturing at higher outputs. The lead was explanted and replaced. During the explant it was noted that the lead had a lot of slack and had pulled back slightly. No patient complications have been reported as a result of this event.